Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found a pump motor feedthru anomaly of shorting across the insulator.

Event description:
It was reported that a patient had a catheter problem/complications that began gradually over the past year since a pump replacement for normal battery depletion. The patient was not getting good response from the therapy. The patient experienced symptoms of withdrawal began ¿(B)(6) 2014.¿ the symptom onset was ¿relatively gradual¿ with signs of dysreflexia. A catheter revision was done two weeks prior to the date of this report (2015 (B)(6)). The catheter was disconnected from the pump and they did not get good back flow so the catheter was replaced. The patient was still not having good therapy so a cap (catheter access port) aspiration was planned. The patient¿s wife reported a ¿rhythmic beeping¿ coming from the pump, but it ¿sounded like it was more frequent than the pump intervals that were set (10 minutes for critical alarm; 1 hour for non-critical alarm). The pump logs would be interrogated. They began increasing the lioresal dose after the revision and they still did not think that the catheter was patent. The healthcare professional (hcp) did not want to go back for another revision ¿until all research and testing has been done.¿ the pump was used to infuse lioresal (baclofen). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that at the time the withdrawal symptoms began the dose was 769.6ug/day. The patient had experienced headache and increased spasticity in the bilateral upper extremities. It was unknown what may be happening and the patient has needed ¿a steady increase in baclofen.¿ they were trying to determine if it was the drug infusion system or dysreflexia that caused the patient¿s issues by working with the patient¿s lioresal dosing. When the catheter was replaced (B)(6) 2015 the lioresal was dropped to 400ug/day. During the revision surgery a catheter issue was identified in that the catheter had ¿sluggish output,¿ but it was determined that the catheter was functional, there had been flow when cut at the anchor. The replaced catheter was discarded. No catheter segments were left in the patient not in use. The pump was replaced due to an unknown issue, and the pump was returned with analysis requested by the hcp. The patient recovered without permanent impairment. The patient still had ongoing spasms, but they had lessened, and overall the patient was ¿better.¿ since the revision they had increased the dose to 923.2ug/day and they still did not think the catheter was patent. A catheter dye study was not done on (B)(6) 2015 but they did a cap (catheter access port) aspiration study on the day of this report. The hcp ¿did not want to go back in for another revision until all research and testing has been done¿ per the reporter.

Manufacturer narrative:
Product ID 8709, lot# l75112, implanted: 2000 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8709, lot# l75112, implanted: 2000 (B)(6);product type catheter product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).